Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with additional information.

Event description:
It was reported that this was a percutaneous intervention treating a popliteal to superficial femoral artery (sfa), moderately-heavily calcified and eccentric lesion. Pre-dilatation was performed with a 5mm x 200mm balloon to 14 atm for 3 minutes. Following, the supera stent delivery system (sds) advanced to the lesion without issue. During stent deployment, the nose cone/tip separated from the delivery system, while remaining on the wire. The delivery system was removed and a snare was used to remove the partially deployed stent and separated tip. Nothing was left in the anatomy. Another supera stent was successfully used in replacement. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Correction: catalog#. Device code 2017 - inaccurate predilatation (5mm balloon used) before device use. Evaluation summary: visual inspections were performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been deployed. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to be determine a cause for the reported deployment issue resulting in tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Correction: MFR site - contact name.